Manufacturer narrative:
The customer reported problem was confirmed. Technical support troubleshoot with the customer over the phone and confirmed error 210.5020. Technical support recommended (B)(6) to replace door harness. If door harness does not resolve the problem, (B)(6) will send unit in for flat fee repair. A review of the device history record in sap for sn (B)(4) was performed from the date of the manufacture to date of the release of product, which confirmed that this device was not involved in a production failure, and product was not returned for servicing which not correlates to the customer reported issue. A review of the complaint history record in the trackwise was performed for the sn (B)(4) which confirmed no similar complaints with the same or related failure mode. The customer stated that there was no patient involvement.

Event description:
Bd quality advocate, this notification is to inform you that a new case has been created with the complaint type category infusion ca. (B)(4). Case description: (B)(6) had error 210.5020 on lvp8100 sn (B)(4). (B)(6) has replaced door assy kit, display board and logic board, but the error still exist. Failure device type: failure problem type: failure mode: case resolution: I recommended (B)(6) to replace door harness. If door harness does not resolve the problem, (B)(6) will send unit in for flat fee repair. Ref: (B)(4).